Event description:
It was reported that the insulin pump has cracks around the display window. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and cracked and bleeding lcd glass.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.